Manufacturer narrative:
Insulin pump passed the displacement test, active current test and selftest. . Device failed sleep current test. High sleep current isolated to electrical board . Power error due to j6 connector resistance issue. Power error confirmed. No audio anomalies noted during testing. Audio levels changed when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly . Unexpected battery power loss not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. Customer's blood glucose level was 4.4 mmol/l. Customer performed audio test but could not hear the beeps at all. The insulin pump will be returned for analysis.